Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during thr surgery while reaming the connection piece of one (1) mi z handle acet reamer broke off at the u joint. The procedure was completed without delay using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the proximal joint fractured and the device in two separate pieces. The entire device is worn from use. A review of the manufacturing records could not be performed, since the provided product identification information did not match any known release of this part number. Its likely the inner shaft was interchanged at the complaint facility. As a result, the complaint history review was conducted using only the listed part number, which revealed similar events within the past 12 months. This failure mode will continue to be monitored in future complaints to determine if any corrective actions are necessary. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and escalated actions were performed. It has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.